Manufacturer narrative:
The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Investigation summary it was reported there is coring, stoppers being pushed into vials, and even parts of stoppers breaking off. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material number: 305180 batch number: unknown we have had 15-20 reports of coring, stoppers being pushed into vials, and even parts of stoppers breaking off. Our list of meds involved is super varied and the manufacturers are different too - pfizer, hospital, american regent, amneal, and fresenius kabi. We have 3-4 different kinds of blunt tip needles as well - bd blunt fill needle ref 305180, blunt fill needle, covidien 8881850310, blunt fill needle, covidien, 8881540111, bd cannula blunt sterile latex free plastic ref 303345. Has anyone contacted manufacturers regarding material used in stoppers? I spoke with an amneal rep and they could not say that anything has changed with the manufacturing process or materials used.